Event description:
It was reported that pt experienced a shocking/jolting sensation from her implanted device. It occurred when turning the device on, and started about 2.5-3 weeks ago following a fall. Details of the fall are unk. It was reported that pt recently had back surgery, and could not align the pt programmer antenna over the implanted device due to physical limitations. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).